Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to evaluate and repair the device. The fse noticed that the washing basin lids were removed from the washing basin cup, fse reattached 3 out of 4 washing basin lids and account could not find the 4th lid. Fse also noticed, upon attaching washing basin lid on serial number (B)(6), the account was reprocessing a single dilator with a scope, the dilator was connected by the orange connector d2 with a lure lock needle attached to the d2 connector, which was off label use of the oer-elite. Fse re-educated staff and the charge nurse; and explained that olympus does not validate dilators or freely placed items in the oer-elite. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), the washing basket of the endoscope reprocessor had missing chain. There was no patient involvement in this event. Patient identifiers (B)(6) capture related events.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the missing chain issue could not be determined. It is possible that when the user opened the lid of the washing case, unexpected force was applied and caused the event. Once the rubber was detached, the lid may not have attached properly to the rubber, then was easily detached. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿warning: when using the connecting tube (maj-2138) to reprocess the auxiliary water tube (maj-855 or maj-2021), ensure that auxiliary water inlet of endoscope is connected in another side of the maj-2138. Reprocessing may be insufficient if the auxiliary water inlet of endoscope is not connected to the maj-2138. When reprocessing only one maj-855 or maj-2021, you must use the maj-2117. Caution: refer to the following table to select the appropriate connecting tubes. -list of compatible endoscopes/connecting tubes <oer-elite> compatible dilators. Warning: do not reprocess a dilator and an endoscope at the same time. Otherwise, reprocessing may be insufficient. Using incompatible connecting tubes or retaining racks will compromise the effectiveness of the reprocessing. Refer to the instruction manual of the endoscope to which the auxiliary water tube is connected for compatible reprocessing methods and chemical agents. Make sure that the washing case (with a gray cover) for exclusive use with this reprocessor is attached. Also, check that the washing case is free of irregularity such as a crack or fissure. If any irregularity is found, do not use the washing case and contact olympus. 6.6 loading of endoscopes and accessories: when the auxiliary water tube cleaning setting is activated, an endoscope with the auxiliary water supply function can be reprocessed together with the auxiliary water tube. To reprocess the auxiliary water tube together with the endoscope, the optional maj-2138 connecting tube is required." Olympus will continue to monitor field performance for this device.